Manufacturer narrative:
G4: 03sep2020, b4: 04sep2020 . Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. It is unknown if the device was being used for treatment; however, there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
The customer reported unit has damaged screen. There was no patient or user harm was reported.